Event description:
The customer reported obtaining high patient results for sodium (na) and chloride (cl) on their dxc 600i clinical chemistry analyzer. The customer repeated the same sample and a redraw sample on this patient and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided only na results for this patient.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and found air bubbles in the ise ratio chamber due to loosen of ratio stack fasteners. The fse tightened the ratio stack fasteners, rebuilt the flowcell and replaced the carbon bridge to resolve the issue. The fse performed ise integrity check, calibration, and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).